Event description:
It was reported that the patient had complete heart block and presented to the emergency room. The right ventricular (rv) lead was oversensing noise that was causing underpacing. Insulation damage was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, (B)(6) 2006. (B)(4).